Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times on 2/14 and 2/17. The customer blood glucose (bg) level was not impacted on 2/14. There was no reported impact to customers bg level for 2/17. It was indicated that the customer would continue to use the pump until the replacement arrives and has insulin pens available for alternate insulin therapy.